Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was not reproduced during evaluation. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by out of specification fluid numbers. The ultrasonic sensor was calibrated to correct this condition. The device was received, and an evaluation is complete. Service evaluation observed a false downstream occlusion alarm. Upon visually inspection corrosion was found on the force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.